Event description:
It was reported that a user at a care facility experienced hypoglycemia while using the ilet with a dexcom g7, with the system and fingerstick values in the 50s, the ilet issued a low alert, and caregivers provided assistance; the episode was brief and corrected with oral glucose and juice, and a subsequent call confirmed stable glucose and restored visibility on the companion app. Symptoms included no reported hypoglycemic symptoms. Outcomes included non-medical assistance by caregivers and no medical intervention or hospitalization. Investigation included customer support review, education on device use and alerts, and discussion of app functionality and data availability. Investigation of this case revealed no device malfunction, with device performance consistent with design, and user support actions included advising lock mode for safety and app setup for improved alert audibility. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with hypoglycemia of undetermined origin. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.